Event description:
During pacemaker insertion procedures in the operating room, hosp experienced the ECG signal on the monitoring portion of the defib completely blanking out with an ECG fault message displayed on the defib/monitor. Hosp was using an electrosurgical unit. Biomed engineering later went up and duplicated this problem repeatedly. The MFR was notified and did not seem concerned about the problem. Rptr has concerns about: 1) the device is commonly used in the or for pacemaker insertion. Hosp uses the monitor portion of the defib to monitor ECG as well as to assist in cardioversion, if necessary. With the esu being used intermittently the ECG signal is completely lost. Although it is not likely, cardioversion could be disabled with an advertent activation of an esu foot pedal or pencil. 2) rptr feels that this device is not labeled in accordance with the aami standard and recomended practices vol 2 biomedical equipment (pg 545, section 3.1.2.1a) disclosure of performance specifications. A) electrosurgery and diathermy protection. Cautionary info must be provided if electromagnetic interference or power overload caused by electrosurgical or diathermy instruments will damage or otherwise affect the operation of the monitor device.